Event description:
On june 15, 2008, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultramini meter would not power off. The complaint was classified based on the customer care advocate (cca) documentation, since the medical affairs specialist (mas) was unable to reach the pt by phone. The patient reported that the alleged issue began the evening prior to contacting lfs. On the day prior at 7pm, the pt reported he removed the subject meter from his pocket to test his blood glucose and noticed that the meter was showing his last reading. The pt claimed he pushed "buttons" several times and inserted a strip, but the meter would not power off. The pt then reportedly removed the battery from the meter and it fell into a toilet. As a result, the pt was reportedly unable to use the subject meter to test himself. On an unspecified date/time, sometime after the reported issue occurred, the pt claimed he treated self with 3 additional units of novolog insulin and claimed feeling "sweaty" afterwards. It is unclear why the pt administered the additional insulin. The pt denied receiving medical intervention as a result of the alleged issue. At the time of troubleshooting, the cca confirmed there was no misuse to the subject meter. Since the subject meter did not have a battery, the alleged issue remained unresolved. Replacement products were sent to the pt. This complaint is being reported because the pt claims he was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of severe hypoglycemia after eh alleged meter issue began.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet rec'd them. If either the meter, strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection. Lifescan will inform FDA of the results in a supplemental report.